Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer was assisted with failed battery test troubleshooting. The customer's blood glucose level was 100mg/dl at the time of the incident. Customer declined to continue troubleshooting until they acquire new battery. The customer stated that they have inserted tried to insert two batteries and the alarm was not cleared. The insulin pump will not be returned for analysis.